Event description:
During product evaluation, failure code 570:320:844:0000 was found inthe pump's event history. It is unknown when this failure cod occurred or if there was any patient injury or medical intervention necessary. No additional information is available.